Event description:
Related manufacturer report number: 2017865-2022-46082. It was reported that the implantable cardioverter defibrillator exhibited high capture thresholds. It was discovered that the right ventricular lead had fractured. The device was explanted and the lead was capped on (B)(6) 2022. Both were successfully replaced. Further information requested, but not yet available.